Event description:
It was reported that during implant, right ventricular (rv) lead pace impedances were high and greater than 3000 ohms. Thus, the lead was not used and was replaced. The second lead was also noted to be out of range, at about 2400 ohms. The system was implanted. The cause to the issue remains unknown. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.